Event description:
Patient's family member called alleging that meter does not power on. Patient was experiencing symptoms which included feeling tired, sweaty and nauseated. Patient was treated by their md; however, no information on what type of treatment patient had received or the md's meter reading. Patient was experiencing symptoms while trying to test their blood sugar. Customer service checked the batteries and they were in good condition. There is no evidence of a serious injury.